Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. (B)(4) applies to verify and lead (lot# unknown). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient said they have a watery stool "like diarrhea" so they were advised to connect with their healthcare provider (hcp). The next day, patient was itching at the surgical site (evaluation procedure) and mentioned taking antibiotics and no pain medication. On (B)(6) 2017, patient mentioned the medication they are taking makes them constipated and also had some bleeding. Two days later, patient reported having their first bowel movement the morning of this report. On (B)(6) 2017, patient had diarrhea and incontinence this morning. It was suggested to increase stimulation because they weren't feeling it; they are now feeling it at 1.8 v. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had previously been describing pain in their legs even when external neurostimulator was dead and not providing any stim. Patient tried to get verify controller to communicate with ens and no stim was provided. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported.